Manufacturer narrative:
The site was unable to provide any patient demographic information. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while using power ease, the tip of the solera standard driver had become bent. There was no negative impact to the patient.